Manufacturer narrative:
Evaluated two open and used reservoirs. Performed pre-fill reservoir test and found no air bubbles were observed during analysis. Checked o-rings for defects and none were found. The reservoir had no air bubbles noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level were 400 mg/ and 230 mg/dl. The customer was treated with injection. Customer father stated that they had issues with air in the line in the insulin and it gotten to the point they are having concerns to identify the issue and they were able to find any air bubbles. The customer was advised to try a different lot number of the both reservoir and infusion only they have with a different lot number not res advised for now try the different lot number with the infusion set. The reservoir will be returned for analysis.